Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 088) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/26/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: black box and alarm history shows several ¿cs088¿ alarms. Returned battery cap¿s threads are stripped and the cap is unable to fit to the pump. A test battery cap and returned cartridge cap were used. ¿ez-prime¿ steps were performed correctly; no ¿cs064¿ alarm or any eaw occurred during the investigation. The product performs within specifications. Investigators were unable to duplicate ¿cs088¿ complaint. The pump¿s cover was removed, no intermittent condition was found to the pcb or to the cgm module. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.